Manufacturer narrative:
(B)(4). The service engineer (se) verified the event and replaced the ac power cable damaged. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator will not run on alternating current (ac) power and worked on battery power until there was no power. Patient was connected to ventilator but ventilation had not started. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.